Manufacturer narrative:
Fowler weldment.

Event description:
It was reported by service report that the fowler weldment was broken. It is unk if there was pt involvement or if there were adverse consequences to report.